Manufacturer narrative:
Emdr was submitted to capture the adverse event for the involved mother. The device was not returned; therefore, a device analysis could not be completed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The event history log was reviewed, however the log in its entirety was not provided. The log review found a "downstream occlusion!" Alarm, and "door jammed!" Message however, the "air-in-line!" Was not found in the history log screen shots shared by the user facility. The history log cannot be used to determine if the alarms are true or false. The history log shows that the user unloaded the tubing, but cannot be used to confirm free flow or if clamps were closed on the IV line. However, if clamps were not properly closed or if they were opened while the tubing was removed or when the pump door was opened, free flow to the patient would result. The spectrum operator's manual, contains warnings associated with preventing free flow. The warning: do not allow uncontrolled gravity flow states:"before loading a primed IV set, ensure the roller clamp below the pump is in the closed position. To open the pump door, the IV sets¿ slide clamp must first be closed (thus providing ¿set-based anti-free flow¿ protection). Do not open the slide clamp when the door is open or during and after IV set unloading. This can cause dangerous, uncontrolled free flow to occur. During IV container changes, always close the sets¿ roller clamp. When the set is in the pump and the door is closed, the slide clamp can safely be opened. If gravity flow is to be used, the pump door will be open or the set will be outside the pump. Verify gravity flow is maintained at the intended rate whenever the pump door is open and when the set is outside of the pump." The warning: unloading an IV set, states: "do not allow uncontrolled gravity flow. Before unloading a primed IV set, ensure the roller clamp below the pump is in the closed position. To open the pump door, the IV sets¿ slide clamp must first be closed (thus providing ¿set based anti-free flow¿ protection). Do not open the slide clamp when the door is open or during and after IV set unloading. This can cause dangerous, uncontrolled free flow to occur. During IV container changes, always close the set¿s roller clamp. When the set is in the pump and the door is closed, the slide clamp can safely be opened. If gravity flow is to be used, the pump door will be open or the set will be outside the pump. Verify gravity flow is maintained at the intended rate whenever the pump door is open and when the set is outside of the pump." Due to the pump¿s design, if the tubing is removed from the pump while the pump door is open, the slide clamp will remain in the closed position, therefore, the clinician had to intentionally open the slide clamp for fluid flow in the set to occur after it was removed from the pump. This is considered a device use error related to the IV set. To conclude, device use error with the IV set leading to a free flow infusion has possibly caused or contributed to the reported event of the infant death with severe hypoxic-ischemic encephalopathy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an infusion of ferric gluconate (250mg/250 ml) with a spectrum pump was programmed to run over one hour (per pump infusion log). The nurse changed the program to run over 4 hours as ¿the drug library indicates¿. There were an unspecified number of downstream occlusion and air in line alarms generated. The nurse removed the tubing from the pump and re-inserted the tubing. The tubing was removed again, slide clamp inserted and removed from the pump. It was described that the infusion free flowed to the patient ¿over minutes¿ after the tubing was removed from the pump. This occurred at the labor and delivery floor with a pregnant patient. The patient complained of shortness of breath, chest pain, and drowsiness. The rapid response team was called to assist, and electronic fetal monitoring was used. The fetal monitoring strips deteriorated and indicated fetal compromise an hour and 30 minutes after the infusion began and an emergent caesarian section was performed two hours later. The infant was delivered with an apgar of 0/0/0 and without a heart rate for approximately 18 minutes after birth. The infant suffered severe hypoxic-ischemic encephalopathy. The infant was reported to have died. No additional information is available.